Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock with valve & extension tubing was leaked during use.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing was leaked during use.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a bd connecta¿ stopcock with valve & extension tubing was leaked during use. In the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Manufacturer narrative:
Investigation:the device history records (DHR) review was not performed because batch number was not provided. No samples or photos were not provided, however, video was sent and the failure mode was identified as injection valve leakage. Bd was able to duplicate and confirm the failure mode with the video provided, and this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing was leaked during use.